Manufacturer narrative:
The event of pain at ipg site was reported to abbott. The patient has been experiencing ipg pocket site irritation intermittently as well as discomfort at lead incision site due to significant weight loss. The issue is resolved as patient no longer has pocket site pain and denies needing further assistance. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the issue resolved and the patient no longer experienced site pain.

Event description:
It was reported that patient is experiencing discomfort at the ipg site. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.